Event description:
Allegedly the incorrect size was implanted in the patient.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event device code is addressed in the package insert. Although several attempts have been made, a medwatch 3500a has been received. This report will be updated when the investigation is complete.

Manufacturer narrative:
Conclusion: product did not contribute to event. Product not returned. Complaint history reviewed. Device history record reviewed. Revoewed patient labels.evidence that product in spec when used.

Event description:
Allegedly the incorrect size was implanted in the patient.